Event description:
It was reported there was a delay of approximately 15 hours in the infusion of a clinical research participant. There was approximately 82 ml left to infuse, but the device showed the infusion was completed. It was necessary to change the device for the infusion to continue. No patient injury was reported.

Manufacturer narrative:
(UDI) are unknown; no further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Evaluation codes: updated. Device evaluation: no product was returned. Ehl and photos were provided by the customer. The event history log showed a reservoir empty alarm and the photo showed a bag of medication that was not completely delivered, confirming the customer reported issue. The most probable cause of an under delivery inaccuracy issue is the expulsor. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
Additional information: it was received that the product will not return for investigation that it will be sent to the distributor. The client confirmed the date of the event of april 14. There were no damages or injuries to the patient involved, and also stated that the problem was detected after 46 hours, at the time of removal.